Event description:
It was reported that the patient never had therapeutic effect. The patient experienced dizziness every 3 hours, since the implant of their latest pump in 2006. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).